Event description:
It was reported that the left ventricular (lv) lead exhibited high/rising thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments. No anomalies were found. Blood/body fluid was found on the distal conductor (not obstructed). The outer insulation was breached cut and exhibited cosmetic environmental stress cracking (esc) and a cosmetic depression. The lead appeared to have been stretched and damaged at implant.